Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her insulin pump alarmed with no delivery when she put the reservoir in the insulin pump. The no delivery alarm occurred during manual priming. The call was disconnected. The reservoir will not be returning for analysis.